Event description:
Procedure: sigmoidectomy. As reported in the journal of laparoscopic and advanced surgical techniques, volume 20, number 4, 2010, in an article titled: clinical results using bioabsorbable staple-line reinforcement for circular stapler in colorectal surgery: a multicenter study, guillermo portill, md and morris e. Franklin, jr. Md, facs, eighty-three patients underwent laparoscopic surgery and 34 open surgery. From (B)(6) 2006, 14 surgeons from 18 hospitals in the united states, performed 117 laparoscopic and open colorectal procedures, in which circular bioabsorbable seamguard was used. The study notes that circular staplers from both us surgical (aka covidien) and ethicon were used in the study. The procedures included low anterior resection in 49 patients, sigmoidectomy in 46 patients, left hemicolectomy in 12 patients and total colectomy in 10 patients. Sixty-four had benign disease and 36% malignant disease. Intraoperative anastomosis (1, 2, 3, 4, 6 cm respectively, from the anal verge). Two of the leaks resolved without further intervention. A fecal diversion was performed in the other 2 patients, including 1 patient with rectal bleeding, requiring transfusion. No clinical complications related to use of cbsg were reported. Seamguard reinforcement material used. This MDR is in reference to the male patient, (B)(6), sigmoid, 4 cm from anal verge, leak observed at 24 hours post operation; patient had extensive radiation. Fecal diversion performed.

Manufacturer narrative:
(B)(4).